Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue; cracked battery compartment with intermittent power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/18/2016 with the following findings: there were several power on reset events observed in black box on 6/10/16. The battery cap was able to fit to maintain electrical connection. On investigation, the pump powered on correctly no power interruption was duplicated during investigation. The battery cap was fully tightened then loosened one half turn, power to pump was not interrupted. The pump was opened for investigation with no intermittent conditions found on power printed circuit board. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was cracked from the threads to case seal to the left of the grip pad.